Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that high capture thresholds were observed during an in-clinic follow-up. The patient was not pacemaker dependent. The physician attempted to reposition the lead, but the thresholds were still high. The lead was explanted and replaced. The patient tolerated the procedure well.